Event description:
Patient underwent lead revision surgery. Lead pin was reinserted into generator and all impedance readings were within normal range. No additional relevant information has been received to date.

Event description:
It was reported that patient had high lead impedance. X-rays have been provided. No known surgery has occurred to date. No additional relevant information has been received to date.